Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient experienced daytime glare and poor near va. The lens was exchanged for a different lens 1 month after initial implantation. The clinical reason provided for the iol exchange was decentered optic and h/o myopia/amblyopia. Additional information has been requested.